Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the customer comment: battery contacts were contaminated. Analysis also found that the upper and lower cases were broken/contaminated, the battery release, lead flex cover, liquid crystal display (lcd) and battery flex were contaminated. It was also noted that the ring cover and two side bail covers were broken.

Event description:
It was reported by a nurse that the device turned off during a battery change and a second time during normal use. No patient complications were reported as a result of this event.